Event description:
The customer reported an access 2 immunoassay system generated consecutive, elevated troponin I (accutni+3) results for four samples. The results were questioned by the doctor. The customer did not report whether results were released from the laboratory or if there was any change to patient treatment. The customer did not provide patient data for review. After the generation of elevated accutni+3 results, quality control (qc) and system check were run on the instrument. The instrument failed system check and generated high, out of range accutni+3 qc results. The customer discontinued use of the instrument until service.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found air in the wash buffer dispense lines and in the wash pump. The fse primed the instrument to remove the air. There were no other issues noted. Afterward, system check, high-sensitive system check and quality control (qc) were run and recovered within specifications.